Event description:
During laparoscopic procedure a fascia closing suture needle broke. The broken needle was retrieved from the patient. X-ray showed no retained metallic foreign body. FDA safety report ID# (B)(4).